Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was introducted through a five mm trocar and the jaws were coming out sideways. The device became stuck in the trocar when they tried to remove it. They removed the sleeve and the device and used another sleeve and device to complete with no pt consequence. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 03/27/2009. Evaluation summary- the analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.